Event description:
It was reported that the universal handpiece was being used in an obstetric gynecological case when the handpiece heated up. The procedure was completed successfully using the same device with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the universal handpiece was being used in an obstetric gynecological case when the handpiece heated up. The procedure was completed successfully using the same device with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of the device feeling warm and not working was not duplicated or confirmed; however, it was found the angle cover assembly was missing during evaluation. There were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted. Based on the manufacturer's instructions for use and risk documentation, lack of irrigation to the tip may cause or contribute to heat, however this was not confirmed. Loss of function in the product can be caused by over torquing of the angle nut and normal use of the device through its product life cycle.